Manufacturer narrative:
Journal article: impact of stent designs of second-generation drug-eluting stents on long-term outcomes in coronary bifurcation lesions. Journal: catheterization & cardiovascular intervention year: 2020 ref: https://doi.org/10.1002/ccd.29137. Additional information: concomitant medical products: medication 300 mg of aspirin, 300 mg/ 600 mg clopidogrel 180 mg ticagrelor, 90 mg /60 mg prasugrel. Date of publication deaths were reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a deaths. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study ¿impact of stent designs of second-generation drug-eluting stents on long-term outcomes in coronary bifurcation lesions¿. 2,648 patients were included in the study. 736 resolute integrity or endeavor resolute rx coronary drug eluting stents were implanted in the left main artery, left anterior descending artery, left circumflex artery and right coronary artery between january 2010 and december 2014. At 3 year follow up, clinical outcomes were all cause death, cardiac death, myocardical infarction, stent thrombosis, in-stent restenosis and any disease revascularization composed of target lesion revascularization, target vessel revascularization, and non-target vessel revascularization.